Event description:
Implants placed on 7/21/86. In december a lump was felt at scar line. In 7/87, a biopsy was done with results of cancerous. A call was made to co for approval of doing radiation with implant in place. By the third radiation treatment, bubbles noted on implant. By the fifth radiation the area started to harden, since then rptr has experienced all kinds of nerve and muscle pains.